Event description:
The customer observed a falsely elevated architect total -hcg result for one 37-year-old female patient. The following data was provided (customer's reference range 0-5 miu/ml): sid (B)(6) processed on (B)(6) 2026 initial result = 5322.59 miu/ml, repeat result = <1.20 miu/ml on (B)(6) 2026 at another hospital and another sample roche result = <1 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424.